Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17029144.

Event description:
It was reported that the patient experienced pain at the ipg site and inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected. All device components were explanted and were discarded by the medical facility.